Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hospitalization due to a hematoma which resulted in treatment to the patient. The device remains in use. No further patient complications have been reported as a result of this event. (B)(6) 2019 it was further reported that the patient experienced right atrial hematoma

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hospitalization due to a hematoma which resulted in treatment to the patient. The device remains in use. No further patient complications have been reported as a result of this event. (B)(6) 2019 it was further reported that the patient experienced right atrial hematoma.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-dec-2018 / serial#: (B)(4). Device available for eval: no. Device mfg date: 13-07-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hospitalization due to a hematoma which resulted in treatment to the patient. The device remains in use. No further patient complications have been reported as a result of this event.